Event description:
On (B)(6) 2010, a pt was implanted with a gore propaten vascular graft for av access in the upper arm. On (B)(6) 2011, the graft was explanted due to the pt having possible hypercoagulability. The explant showed a "chronically infected graft." The graft was replaced with a bovine graft.

Manufacturer narrative:
No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.